Manufacturer narrative:
Device evaluation: update of investigation product return date was october 2,2024 and the investigation was completed on october 17,2024. The following items were the subject of a customer complaint: 38610mw (robi scissor insert), 38600 (robi metal outer shaft), and 38151 (robi plastic handle). A defect was only found on article 38610mw. The other articles are in a used but functional condition. On the defective article 38610mw, a short circuit or a burning point could be identified at the distal end. Based on the product inspection, the 38610mw can be identified as the cause for this event. A review of batch pm14 showed that there were no further complaints regarding this error pattern. The high-voltage test carried out in quality assurance also showed no abnormalities. The measured contact resistance of max. 1.0 ohm and the high voltage at 700 vdc showed no cause for complaint. The damage to the fork occurred near the joints, where thermal damage was detected. This is most likely due to a short circuit, which matches the customer's description of the fault. Such a short circuit can occur if the instrument has not been completely dried after reprocessing and residual moisture has remained in the joints. This moisture could have caused a short circuit during use, releasing enough energy to cause thermal damage and therefore the function is not given anymore. The cause of the failure is probably the improper use of the instrument. It is crucial to follow the reprocessing instructions exactly to avoid such problems. Similarly, an incorrect setting of the operating parameters could have led to the short circuit. The instructions for use explicitly state that failure by the user to follow the instructions or warnings can result in damage to the device. Therefore, user negligence is assumed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation:the product was not returned. The investigation was completed on september 25,2024. Since the article 38610mw with the lot pm14 was not returned after repeated requests, the investigation is prepared on the basis of the customer information and the available data, without the product. An evaluation was carried out for the article with the lot pm14 to determine whether several articles with this lot are affected. The result is that there is no further complaint about this defect and this lot. The high-voltage test documented in the inspection lot was also unremarkable. Here, both the contact resistance of max. 1.0 ohm and the high voltage itself were measured at 700 vdc. The result was unobjectionable. The reprocessing instructions describe the following: if the article is not completely dry and residual moisture has formed between the joints, this can lead to a short circuit when the instrument is used. The resulting energy can generate enough heat to cause thermal damage. Therefore, it is important to follow the reprocessing instructions step by step. Another scenario that can lead to this type of error is incorrect setup of the parameters. In this case, the instructions for use point out that failure to follow the IFU or to observe the warnings on the part of the user may result in damage to the instrument. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer.this information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Additional information recevied for concomitant medical products material: 38600 - lot: pm05 and 38151 - lot: on18. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission.

Event description:
It was reported that during a laparoscopic procedure and with activation, the device produces sparks and stops working. It is withdrawn from the abdominal cavity and other instrument is used.